Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the final valve position was too aortic causing moderate paravalvular leak [pvl]. A second valve was implanted to resolve the aortic insufficiency. Per report, left sided access was gained via femoral cut down in the usual and sterile fashion. The 22fr rf3 sheath was placed without difficulty. A bav was performed with a 23x4 rf3 balloon to help assess proper sapien size coronary flow. A 23mm sapien valve was deployed in what appeared to be a 50:50 position within the native annulus without a contrast injection during the deployment process. The valve migrated aortic during a relatively rapid inflation, landing about 80:20 aortic. Post deployment tee revealed at least moderate pvl, and a poor seal within the native annulus. A post dilation was done using the delivery system and another 1.5cc's per proctor for an approximate total of 18.5cc's in the balloon. Post dilation tee revealed little change in the moderate pvl and seal around the annulus. It was decided by the case team decided to implant a second valve within the first sapien. The second valve was deployed 40:60 aortic within the first valve. Post deployment tee revealed zero aortic insufficiency and mild pvl about every 4th or 5th heartbeat. Although puzzled by this phenomenon, the team and proctor decided the sapien function was adequate. The left femoral artery was surgically closed in the usual sterile fashion yielding a good result via doppler assessment by the vascular surgeon. The patient was transferred to ICU in stable condition in anticipation of extubation. The report from the field indicted that the initial valve migrated aortic due to not being coaxial within the native annulus, stored tension on the system, and a more rapid inflation of the atrion by the ic. Additional information: the native valve/leaflet calcification was moderate; aortic root calcification was mild; there was no mitral annular calcification; ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 55 percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Over expansion of the deployed valve can also result in clinically significant central leak and required additional intervention. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears procedural factors [less than optimal coaxial alignment, and rapid inflation of the valve during deployment] contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence this event was a result of malfunction of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.